Manufacturer narrative:
Additional information has been received from the customer. Correction being made to other value of g2. This supplemental report is being submitted to provide this information. Please see the updates in sections: e2, e3, g2, g3, g6, h2, and h10. It is not known who trained the doctor, but the doctor is experienced in the use of the device. The procedural tips and techniques instructions that were distributed on 09/27/2013 been shared with the user facility. Details of the procedure (when the event happened, the settings, what the doctor was performing etc.) Are not known. Details of concomitant devices are not known. There was a delay of less than 15 minutes needed to change the device. Additional anesthesia was administered to the patient, since the device changes added a few minutes. No broken piece fell in the patient or needed to be retrieved. There was no further intervention or post-operative treatment course performed due to the device malfunction, excluding additional anesthesia, as the device failure only resulted in a changing to a new device. The device inspected before use with no anomalies noted. The connection points to the generator inspected. There was no cable damage. The transducer cords or the cords of any other medical device were not bundled.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. From a past investigation results, the tissue pad was likely worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal and cut mode for/after a transection of tissue.

Manufacturer narrative:
The device has been returned and evaluated. This supplemental report is being submitted to provide this information. The device actual lot number is kr151426; lot number kr149888 is for the device package. The device is returned and an evaluation completed for it. The user¿s complaint of teflon pad coming off is not confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. However, the seal button will only activate intermittently due to poor contact between the hand piece and transducer. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is in good condition. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth.

Manufacturer narrative:
The customer reported three devices which had the same failure in total laparoscopy hysterectomy procedures within three days of each other. These are submitted with patient identifiers: (B)(6). This medwatch is for the patient identifier (B)(6). Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during a therapeutic total laparoscopy hysterectomy procedure, the teflon pad of the device tip came off. The procedure was completed with another similar device with an unspecified delay. There was no harm or adverse impact to the patient.